Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: autoimmune reaction, granuloma. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old hispanic female patient who underwent breast augmentation primary procedure with unspecified saline mentor breast implants has experienced autoimmune disorder ( ¿hashimoto disease¿) . This case was not confirmed by a healthcare professional. It was also reported that the patient has developed granuloma, no medical data was provided . No further information is available at this time. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch is for the left breast implant.

Manufacturer narrative:
On 9/2/2019, it was reported to mentor that the date of implantation was (B)(6) 2004. Manufacturer¿s reference number: (B)(4).